Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned ; visual and dimensional evaluations could not be performed. Photograph was provided for the explanted articular surface, tibia and femoral components. Tibia and femoral components show bone growth. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated product and mdrs unk tray MDR: 0001822565-2021-01337. Unk femoral MDR: 0001822565-2021-01359.

Event description:
It was reported that there was a revision for unknown reasons.